Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the reported problem could not be duplicated. The device was put through extensive testing including full functional testing, with charge and discharge tests, and the report could not be duplicated. The device was recertified and returned to the customer. Review of the device logs showed that the device detected an unsupported cable/electrode connected and a cable fault, which would have prevented the device from charging. The defib receptacle was visually inspected with no issues found. The electrode pads or multifunction cable used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.